Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined via data. This complaint is reportable based on the finding of permanent signal loss via log data review. No product was provided for evaluation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed.  Voltage testing was performed and the transmitter passed as it has voltage.  Nordic bluetooth device pairing test was performed and the transmitter passed.  Global transmitter final functional test was performed and the transmitter passed.   A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a loss of connection was not confirmed. The root cause could not be determined.